Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistant pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 958710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and placement of essure coils" and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included depression, spotting menstrual (bleeding between periods is heavy.), breast tenderness, vomiting, fatigue, nausea, decreased appetite, chlamydial infection, breast pain, abdominal pain, irregular periods (periods are irregularly irregular about 3-4 periods per year when not on ocp¿s, duration of periods is abnormal), follicular cyst of ovary (there is a cyst at the area of the left ovary.), painful intercourse, dysmenorrhea, dizziness postural, lightheadedness, sore throat, asthma, cervical dysplasia, hand injury (joint pain fingers. Open wound of the left index finger. Open wound of the left thumb), amenorrhoea, suprapubic pain, oligomenorrhea, dysfunctional uterine bleeding, cesarean section and esophagogastroduodenoscopy. * on (B)(6) 2011: no evidence of intrauterine pregnancy. On (B)(6) 2012: no pelvic or adnexal mass. No vaginal discharge. On (B)(6) 2012: no constipation. No fever and no chills. No dysuria, no burning sensation during urination, no vulvar itching or burning, no vaginal itching or burning, no vaginal odor, and no vaginal discharge. Concurrent conditions included d & c, discharge, afebrile convulsion, vaginal discharge, endometriosis, diarrhea, fainting and convulsions. Concomitant products included buprenorphine hydrochloride (subutex) and suboxone for addiction to drugs, venlafaxine (effexor) for bipolar disorder, medroxyprogesterone (depo provera) for birth control, oxycocet (percocet) for pelvic pain and low back pain as well as ciprofloxacin betain (cipro), doxycycline, ibuprofen (motrin), metronidazole (flagyl) and paracetamol (tylenol regular). On an unknown date, the patient started phenergan at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysuria ("trouble urinating"), vomiting ("vomiting"), back pain ("severe and persistant lower back pain") and allergy to metals ("reaction to nickel"). In (B)(6) 2012, the patient experienced abdominal pain lower ("cramping"). On (B)(6) 2012, 1 month 9 days after insertion of essure, the patient experienced pyrexia ("high fever") and chills ("cold chills"). In (B)(6) 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), anxiety ("mental anguish"), asthenia ("I had more energy") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy ((B)(6) 2012).). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pyrexia, chills, vomiting and allergy to metals had resolved, the genital haemorrhage, nausea, dysuria, abdominal pain lower, back pain, anxiety and migraine outcome was unknown and the depression and asthenia was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthenia, back pain, chills, depression, dysuria, genital haemorrhage, migraine, nausea, pelvic pain, pyrexia and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: negative. On (B)(6) 2012: surgical pathology diagnosis a. Peritoneal biopsy: - hemorrhagic tissue with minute fragments of endometrial type stroma; no endometrial glands seen; suspicious for endometriosis.- negative for malignancy. B. Endometrial curettings: - mostly fibrin clots. - few fragments of markedly degenerated tissue of indeterminate origin. - rare fragments of benign endocervical tissue. - no viable endometrial tissue identified. Clinical information: specimen submitted: a. Peritoneal biopsy b. Endometrial curettements (pt had ablation on (B)(6) 2012) pre-operative diagnosis: pelvic pain, abnormal bleeding post-operative diagnosis: pelvic pain, abnormal bleeding , endometriosis. Gross description specimen is received in formalin with patient demographics in two (2) parts. A. Specimen labeled peritoneal biopsy consisting of two (2) pieces of brown tan soft tissue in aggregate measuring 1.0 x 0.5 x 0.3 cm. Entirely submitted in cassette a. B. Specimen labeled endometrial curettings consisting of multiple pieces of rubbery grayish tan tissue in aggregate measuring 3.0 x 2.0 x 0.5 cm. Entirely submitted in cassette b, multiple microscopic description microscopic examination performed for parts a and b with findings incorporated into the final diagnosis. On (B)(6) 2012: gross description: specimen is received in formalin with patient demographics in two (2) parts: a. Specimen labeled peritoneal biopsy consisting of two (2) pieces of brown tan soft tissue in aggregate measuring 1.0 x 0.5 x 0.3 cm. Entirely submitted in cassette a. B. Specimen labeled endometrial curettings consisting of multiple pieces of rubbery grayish tan tissue in aggregate measuring 3.0 x 2.0 x 0.5 cm. Entirely submitted in cassette b, multiple pieces. On (B)(6) 2012: impression: 1.7 cm right superior uterine complex fluid collection. Similar smaller 1 cm complex fluid collection in the posterior inferior uterine body. These collections extend beyond the confines of the expected location of the endometrial stripe, which is not well visualized in patient who reports ablation and may be in part within the myometrium. Infection cannot be excluded. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization were added. Events were clubbed with previously reported events. Events: dysuria, pyrexia, chills, vomiting, abdominal pain lower, back pain, depression, allergy to metals, anxiety, medical device monitoring error, device monitoring procedure not performed, migraine and had lot of energy were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistant pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 958710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and placement of essure coils" and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included depression, spotting menstrual (bleeding between periods is heavy.), breast tenderness, vomiting, fatigue, nausea, decreased appetite, chlamydial infection, breast pain, abdominal pain, irregular periods (periods are irregularly irregular about 3-4 periods per year when not on ocp¿s, duration of periods is abnormal), follicular cyst of ovary (there is a cyst at the area of the left ovary.), painful intercourse, dysmenorrhea, dizziness postural, lightheadedness, sore throat, asthma, cervical dysplasia, hand injury (joint pain fingers. Open wound of the left index finger. Open wound of the left thumb), amenorrhoea, suprapubic pain, oligomenorrhea, dysfunctional uterine bleeding, cesarean section and esophagogastroduodenoscopy. * (B)(6) 2011: no evidence of intrauterine pregnancy. (B)(6) 2012: no pelvic or adnexal mass. No vaginal discharge. (B)(6) 2012: no constipation. No fever and no chills. No dysuria, no burning sensation during urination, no vulvar itching or burning, no vaginal itching or burning, no vaginal odor, and no vaginal discharge. Concurrent conditions included d & c, offensive vaginal discharge, afebrile convulsion, cervical discharge, endometriosis, diarrhea, fainting and convulsions. Concomitant products included buprenorphine hydrochloride (subutex) and suboxone for analgesic drug dependence, venlafaxine (effexor) for bipolar disorder, medroxyprogesterone (depo provera) for birth control, oxycocet (percocet) for pelvic pain and low back pain as well as ciprofloxacin betain (cipro), doxycycline, ibuprofen (motrin), metronidazole (flagyl), paracetamol (tylenol regular) and promethazine (phenergan). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysuria ("trouble urinating"), vomiting ("vomiting"), back pain ("severe and persistant lower back pain") and allergy to metals ("reacxtion to nickel"). In (B)(6) 2012, the patient experienced abdominal pain lower ("cramping"). On (B)(6) 2012, 1 month 9 days after insertion of essure, the patient experienced pyrexia ("high fever") and chills ("cold chills"). In (B)(6) 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), anxiety ("mental anguish"), asthenia ("I had more energy") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy. Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pyrexia, chills, vomiting and allergy to metals had resolved, the genital haemorrhage, nausea, dysuria, abdominal pain lower, back pain, anxiety and migraine outcome was unknown and the depression and asthenia was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthenia, back pain, chills, depression, dysuria, genital haemorrhage, migraine, nausea, pelvic pain, pyrexia and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: negative . (B)(6) 2012: surgical pathology diagnosis a. Peritoneal biopsy: - hemorrhagic tissue with minute fragments of endometrial type stroma; no endometrial glands seen; suspicious for endometriosis.- negative for malignancy. B. Endometrial curettings: - mostly fibrin clots. - few fragments of markedly degenerated tissue of indeterminate origin. - rare fragments of benign endocervical tissue. - no viable endometrial tissue identified. Clinical information: specimen submitted: a. Peritoneal biopsy b. Endometrial curettements (pt had ablation on (B)(6) 2012) pre-operative diagnosis: pelvic pain, abnormal bleeding post-operative diagnosis: pelvic pain, abnormal bleeding , endometriosis. Gross description specimen is received in formalin with patient demographics in two (2) parts. A. Specimen labeled peritoneal biopsy consisting of two (2) pieces of brown tan soft tissue in aggregate measuring 1.0 x 0.5 x 0.3 cm. Entirely submitted in cassette a. B. Specimen labeled endometrial curettings consisting of multiple pieces of rubbery grayish tan tissue in aggregate measuring 3.0 x 2.0 x 0.5 cm. Entirely submitted in cassette b, multiple microscopic description microscopic examination performed for parts a and b with findings incorporated into the final diagnosis. (B)(6) 2012: gross description: specimen is received in formalin with patient demographics in two (2) parts: a. Specimen labeled peritoneal biopsy consisting of two (2) pieces of brown tan soft tissue in aggregate measuring 1.0 x 0.5 x 0.3 cm. Entirely submitted in cassette a. B. Specimen labeled endometrial curettings consisting of multiple pieces of rubbery grayish tan tissue in aggregate measuring 3.0 x 2.0 x 0.5 cm. Entirely submitted in cassette b, multiple pieces. (B)(6) 2012: impression: 1.7 cm right superior uterine complex fluid collection. Similar smaller 1 cm complex fluid collection in the posterior inferior uterine body. These collections extend beyond the confines of the expected location of the endometrial stripe, which is not well visualized in patient who reports ablation and may be in part within the myometrium. Infection cannot be excluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage and nausea outcome was unknown. The reporter considered genital haemorrhage, nausea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.